Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, reporter received a call from a patient where she was crying on the line and she is in a lot of pain. She is looking for an anterior approach surgeon for a hip replacement. She had already had a replacement made but it separated from the bone and now she is in pain.